Event description:
Pt self tester reporting precision issues over two months. It was 15 minutes between test performed on (B)(6) 2014 and 45 minutes between tests performed on (B)(6) 2014. Therapeutic rang: 2.0-3.0. Meter not in correct mode when finger stick is performed; milking finger after finger stick; added multiple drops of blood; touched finger to sample well.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.